Event description:
This report is to advise of a fracture that was noted during analysis. During the svt procedure, when connecting the catheter, it was noted that the system prompted that the catheter was not connected and there was no pressure display. The tactisys red light was on. The catheter was exchanged, and the procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter shaft had been bent proximal to electrode ring 4 but just distal to the pull ring, 0.630" proximal to the catheter distal tip. The outer shaft material and braiding had been fractured at this location. A portion of the fractured braid material was protruding out of the shaft material. No other visual anomalies were noted. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft fracture proximal to electrode ring 4 remains unknown.